Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive functional testing including ECG stressing, and bench testing using the customer's returned multifunction cable without duplicating the report. The multifunction cable and mutlifunction cable receptacle were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
No UDI justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 34-year-old male patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.